Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited decreased sensing. Upon review, the patient was found to be in atrial fibrillation, so no procedure was planned to be performed. The lead was also noted with high capture and decreased impedance since the last interrogation. Fluoroscopy was performed and noted that the lead had pulled back. No intervention was performed. The patient was stable.